Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. No product malfunction was reported. A previous investigation is applicable to this complaint. The complaint/incidence data-post market analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user is a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Should additional information become available a follow-up report will be submitted. The product associated with batch (B)(4) was made according to specification. After detailed batch review, no discrepancies, including non-conformances/deviations, were found. Product monitoring reviews will monitor for product trends if this issue were to reoccur. A nonconformance is applicable to this complaint and no further actions are required. Additional information has been requested but, not received to date. When additional information becomes available, a follow-up report will be submitted. (B)(4).

Event description:
End user reported that the area surrounding the stoma inside the wafer stoma opening presents with red skin and satellite lesions. End user is a pediatrician and has self-diagnosed the issue as a fungal infection. Using prescription nystatin powder to the area and also took oral prescription diflucan.